Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 182330: (B)(4) items manufactured and released on 24-jul-2018. Expiration date: 2023-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 3 months after primary surgery, complaining of pain due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the medacta sms solid stem (B)(6) with a medacta minimax stem - size 5 left, and revised the medacta 36mm biolox delta head s with a medacta 36mm biolox delta head s. The surgery was completed successfully.